Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said the device hasn't worked very well and the healthcare provider (hcp) knows it. After their first device, they were 95% continent. After their second device, they were 85-90% continent. After their third device, they were told their device would help 50%, but it hasn't done that. The patient talked to their hcp who suggested botox, but they didn't do that; they haven't been back to their hcp. The patient said the ins is stopping them from having MRI's and they want to have their ins explanted because of that. Patient said they need an MRI for orthopedic problems. No further patient complications have been reported as a result of this event.